Manufacturer narrative:
Investigation summary: hemolysis can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to hemolysis range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in hemolysis. Erroneous potassium results can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to erroneous potassium range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in erroneous potassium results. A review of the device history record was completed for batch 8166531 reorder number (B)(4). Product was manufactured at the bd sumter site june, 2018. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. A review of the device history record was completed for batch 8120676, reorder number (B)(4). Product was manufactured at the bd sumter site may, 2018. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements.

Event description:
It was reported that bd vacutainer® sst¿ had defective stoppers, erroneous results, hemolysis and underfill issues during use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8166531. Medical device expiration date: 2019-06-30. Device manufacture date: 2018-06-15. Medical device lot #: 8120676. Medical device expiration date: 2019-04-30. Device manufacture date: 2018-04-30.

Event description:
It was reported that bd vacutainer® sst¿ had defective stoppers, erroneous results, hemolysis and underfill issues during use.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Regarding erroneous results / hemolysis: hemolysis can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to hemolysis range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in hemolysis. Erroneous potassium results can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to erroneous potassium range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in erroneous potassium results. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ had defective stoppers, erroneous results, hemolysis and underfill issues during use.